Manufacturer narrative:
The customer reported that the central nurse's station (cns) audible alarm is not sounding. The customer also reported that all alarms were being captured, but no sound was occurring. After initial troubleshooting, the customer found that the audio cable was disconnected from the cns tower. Once the cable was plugged back into the cns tower audio port, the sound was restored. There was no malfunction of the device. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) audible alarm is not sounding.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed stated that cns was not alarming audibly. All alarms were captured but there was no sound. Nk tech support assisted customer in troubleshooting the issue. It was determined that audio cable was disconnected from the device. Sound was restored once the cable was plugged into the device. Investigation summary: the root cause of the audible alarm issue was due to an unplugged cable. History shows this is the first incident on this device since it was put into service in 2015. No CAPA is required. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) audible alarm is not sounding.